Manufacturer narrative:
It was reported that a right hip revision surgery was performed due to pain. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. Without a definitive batch number, a complete review of the historical complaints data cannot be performed for the devices. A review of historical complaints data was performed using the part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the cup and the head, and this failure will continue to be monitored. As no device batch numbers were provided for investigation, manufacturing record review could not be performed. If more information is received, this investigation will be reopened. The review of the most recent IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. The available medical documents were reviewed. Based on the limited information provided, a clinical root cause for the pain and murky fluid cannot be confirmed. The patient impact beyond the reported revision could not be determined. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that, a plaintiff underwent a right primary bhr on (B)(6) 2007 and later started experiencing pain. Therefore, a revision surgery was carried out on (B)(6) 2017, during which a murky white fluid negative for acute inflammatory cells was found, and both bhr components were exchanged for competitor devices. No further complications were reported.

Manufacturer narrative:
H11: corrected data: updated section g2.